Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during unknown laparoscopy. The probe tip of the subject device was broken into the patient's body. The fragment of the probe tip was retrieved from the patient's body. It was not reported whether the subject device was replaced and whether the intended procedure was completed. There was no patient injury reported except above reported event.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. Information was added into the report. The subject device has been disposed of at the user facility, and consequently has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe is cracked. Then, the probe breaks when the probe receives a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.